Manufacturer narrative:
Ahmed j, monahan km, lelorier p. The ghost in the machine: inhibition of tachyarrhythmia therapy due to phantom crosstalk. Pacing clin electrophysiol. 2011; 34 (7): 909-11. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Journal article involving a (B)(6) patient implanted with a boston scientific (bsc) cognis 100-d crt-d connected to a bsc model#0158 defibrillation lead in the right ventricle (rv) and competitor model #1056 implantable transvenous lead in the coronary sinus. The right atrial (ra) port of the device was plugged (due to chronic atrial fibrillation). Nine months after implantation, the patient presented with a syncopal episode. Interrogation of the device demonstrated a high-rate ventricular episode, with an initial unsuccessful attempt at termination with antitachycardia pacing, followed by successful termination with the delivery of a 41-j ICD shock. Sensed signals were noted on the atrial electrogram (egm) channel that occurred nearly simultaneously with sensed ventricular complexes. Bsc product education documents that dual chamber icds and crt-ds cannot distinguish between the presence of an atrial lead or plug in the atrial port. As such, the plugged atrial port and atrial channel behaves like a very high impedance lead. Ventricular parasitic crosstalk can enter the atrial sense amplifier and be detected as an atrial signal. In this case, the sensed atrial signals were clearly related to sensed ventricular events, and not due to extraneous "noise" from farfield atrial channel oversensing. Due to the enabling of detection enhancements that rely, in part, on sensed atrial signal, tachyarrhythmic therapy may potentially have been delayed due to the ostensible recognition of underlying af. After antitachycardia pacing failed to terminate the rhythm, the patient was defibrillated successfully. The study found tha phantom crosstalk due to parasitic coupling can lead to atrial sensing in a device with an atrial port plug inserted. This phenomenon can have a profound clinical consequences as it can potentially delay or withhold appropriate therapies for high-rate ventricular episodes.

Event description:
(B)(6).